Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bottom back molars that are covered by the aligners are chipped. Their dentist is concerned that more will chip off with taking the aligners in/out. They stopped wearing the aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.